Event description:
The device was used during a laparoscopic nissen procedure. The jaws scissored. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.